Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacture representative (rep) regarding a patient who was implanted with an implantable neuro stimulator (ins) it was reported that the patient was having a primary cell device to a rechargeable device replacement today, the extensions were also replaced. The rep stated they ran impedances prior to replacement and impedances had no concerns. Rep stated when they hooked up to the ins they got all open circuits on one side of the ons. They disconnected from the header block and cleaned the extension for what sounded like multiple times with no remedy-impedances all show >40k ohms. The rep stated that they tried to reverse the extensions, meaning they took the extension/lead combo that was showing >40k ohms and placed it into the other port of the ins and the impedances were fine. The rep felt confident they deduced that the header block/port was the issue. It was reviewed with the rep confirming that extension/lead connection was sound and will likely replace the new ins with another. No symptoms were reported. No further patient complications were reported/ anticipated as a result of this event additional information was received indicating that the issue during the case was the new clinician tablet was still recognizing the 2x4 adapter on the device, hence the open circuits on the contacts 8 through 11. Once the rep deleted the adaptor from the set-up menu, all impedances were green and the case was closed. No further complications were reported. Additional information was received indicating the ins was replaced due to eri and the patient requested the old extensions from 2008 with 2x4 adapter to be removed primarily to become full-body MRI eligible and also they wanted to reduce the implant size in the chest with the rc. The therapy has worked excellent for the patient since 2008. No further complications were reported.